Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 584 mg/dl. Prior to the hospitalization, the customer had not been feeling well. The customer began feeling worse once she started her menstrual cycle. The customer changed the infusion set and bolused, but that did not bring her blood glucose levels down. The customer had been experiencing high blood glucose levels for the past 10 hours. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.